Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and radicular pain syndrome(radiculopathies). It was reported that on (B)(6) 2019, the patient started noticing that their recharger didn't seem to be holding the charge anymore when they would charge their ins. It was also reported that the patient had seen an end of service (eos) code, but the date they first saw it was unknown. No symptoms were reported. They were redirected to the doctor. It was noted that the patient did not have a doctor, and they didn't want a list of physicians because the patient would need to work with veteran's affairs. No further complications were reported or anticipated.